Event description:
It was reported that a partial reset was confirmed upon interrogation. It was noted that the patient had several computed tomography images taken since the previous device check. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2006, 5076-58 implantable pacing lea, (B)(6) 2006, 4193-78 implantable pacing lead, (B)(6) 2006. (B)(4).